Event description:
It was reported the programmer rf (radio-frequency) head had a frayed cord. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had a frayed cord. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had a frayed cord and the damaged cable was replaced. The head's label was replaced as well, as associated. (B)(4).